Event description:
It was reported via maude report: the abbott extra support 190cm wire was entered into the patient and used for a percutaneous coronary intervention (pci). Once the wire was removed out of patient's body, the physician discovered the wire had split. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.